Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the patient presented in clinic for routine follow-up. The patient had multiple high ventricular rate episodes due to ventricular lead noise. The lead was capped and replaced on (B)(6) 2015. No patient symptoms were reported.